Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-00100 is no longer considered reportable, please disregard any reports associated with it.

Event description:
It was reported that the device exhibited a system failure and continuous beeping. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device not received by manufacturer, b3 unknown.